Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was implantable neurostimulator (ins) battery depletion. It was noted that since the patient had their ins replaced in (B)(6) 2013 they have had trouble keeping it charged. Initially the patient could get either the recharger or the ins to hold a charge. It was later clarified that the recharger was fine and it was only the ins that was giving them an issue. It was further noted that the issue with the ins holding charge started about 1 week prior to the report, but then the patient later stated that this had been happening since the patient got the replacement in (B)(6) 2013. The patient stated that the ins that they had at the time of the report was dead after 1-2 uses. The patient reportedly had to recharge it if they ran it more than 15 hours. It was noted that their previous ins could be used 2-3 times before having to recharge it again. The patient stated that they are ready to have the ins taken out and forget it. It was noted that the patient had never changed settings on their ins. It was further reported that there was a communication issue and an overdischarge was suspected. It was noted that patient compliance was the primary reason for the overdischarge. It was further noted that the last time stimulation was felt was less than one month prior to the date of the report; ¿a week or so ago.¿ it was also noted that the last successful recharging session was the week prior to the report. The patient was reportedly seeing poor communication. It was also noted that the ins is set to help their legs, but has been more of a pain in his head then in his back and leg. It was then reported that the patient had a loss of therapeutic effect. The patient was reportedly in pain. It was noted that the pain started on the day of the report because the patient had been moving around too much while trying to troubleshoot with the manufacturer representative. The patient reported that they had a problem when they moved. It was noted that the patient¿s back and upper part of the right leg was where the pain was located. It was noted that the stimulation does help the patient. Additional information has been requested, but was not available as of the date of this report.